Event description:
It was reported that almost every time, a pressure alarm sounds. This incident happened in the maternity ward, during preparation or when attempting to start the infusion in the presence of a nurse and the anesthesiologist. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a peeled downstream occlusion (dso) seal as well as an un-calibrated dso sensor. The customer's problem was replicated, and the cause of the problem was the un-calibrated dso sensor/peeled dso seal. The dso sensor was calibrated, and the dso seal was replaced to fix the issue.